Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/7/2021. H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1194834. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. An abbot ID now test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4) the following information was provided by the initial reporter: "customer says they getting a lot of influenza a and covid positive test results, but we then test on the abbot ID now for influenza and getting negative."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained by the laboratory personnel. An abbot ID now test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "- customer says they getting a lot of influenza a and covid positive test results, but we then test on the abbot ID now for influenza and getting negative."